Manufacturer narrative:
The ge service rep replaced ps3 power supply in system and tested functions. All performance testing passed, system is operating as intended.

Event description:
The customer reported that the vertical column on system will not lower. No patient injury was reported.